Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, valve alignment was done with no problem. At the time of valve deployment, the balloon did not fully inflate. The atrion was refilled 3 times with volume; however, the balloon was unable to be fully inflated. The liquid came out of the handle. The valve was only inflated about 2/3. The sapien 3 remained stable in position due to annular calcification. A second delivery system was used to completely inflate the valve with finally good result. There was no impact for the patient.

Manufacturer narrative:
(B)(4): the delivery system was returned to edwards for evaluation. Preliminary visual and functional evaluation revealed a crack at the balloon shaft, distal to the y-connector bond. The device was then attempted to be de-aired, however, a continuous stream of bubbles was observed. The balloon was able to inflate with volume, however, leaking was observed at the cracked balloon shaft under strain relief at y-connector. The investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Method: current leakage testing/result: environmental factors. Visual observations revealed abrasions around the area of the crack. The markings were consistent with the normal production process where the proximal 25 mm of the balloon shaft was sanded. No other abnormalities were observed. During functional testing, the device was able to be de-aired prior to strain relief removal. However, the leak was detected during balloon inflation as fluid was observed underneath the strain relief distal to the y-connector. No dimensional inspection was performed since the damage caused by the balloon shaft separation resulted in stretched balloon shaft material which was not representative of the as-built device. During the manufacturing process, the commander delivery undergoes 200% inspection for mechanical damage (e.g. Kinks, breaks), collet engagement, fine adjust function and collet and shaft clearance. The manufacturing lot underwent product verification testing on a sampling plan per which includes a movement of the balloon shaft and y-connector. The complaint for leakage was confirmed, however, no IFU/labeling inadequacies were identified. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause the damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A corrective action has been initiated for risk assessment and corrective (or preventive) actions.